Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without a device to analyze, a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of the steerable guide catheter (sgc), the device would not hold the fluid column. The device was not used and there was no patient involvement. A new sgc was able to be prepped and used in the procedure without issue. There was no clinically significant delay in the procedure. No additional information was provided.